Event description:
Customer reported wearing the pump during an x-ray, which led to a malfunction alarm with code malf 24. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the malfunction, the customer was advised to switch to multiple daily injections (mdi) for backup insulin delivery, and technical support arranged for a replacement pump with updated software. Instructions were provided for the customer to put the malfunctioning pump into storage mode and return it via ups with a pre-paid label within 10 days. The customer confirmed understanding and agreement with these steps.